Event description:
It was reported that during advancement of the catheter over the wire guide, it would not advance fully or retract. It was decided to remove the entire device, and while doing so, the catheter tip sheared and remained in the subcutaneous tissue. The catheter tip was removed by simple excision. There were no further complications.